Event description:
The surgeon reports that one day after implantation of the mi60 in the pt's left eye, the pt developed endophthalmitis and exudative membrane (++) was present. The iol was explanted. After the iol was explanted, empirically vancomycin antibiotic was administered and a vitrectomy was performed. The surgeon considered there was a high possibility of the pt becoming blind due to the endophthalmitis, however, immediate action was taken for it and the pt was recovering from the event. The pt is still under medication treatment. The surgeon considered that there was the highest possibility that the endophthalmitis was related to cataract surgery because the endophthalmitis was sudden unexpected event after the surgery. The pt had cataract surgery performed on both her eyes about one week apart. However, there was no problem with her right eye.

Manufacturer narrative:
Customer indicated that the explanted lens would not be returned to bausch and lomb. Therefore, the explanted iol is not available for eval. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.